Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The system software was reloaded and the image processing computer was reconfigured. The laser cover needs to be replaced. The system operates as intended.

Event description:
The customer reported that the 7900 system would not calibrate correctly after booting up. No patient injury was reported.